Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in gerona, (B)(6). Through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of tree (3) meters from the surgery field. However, it was reported that the cleaning of device is conducted every 8 days while instruction for use prescribes 14 days frequency for disinfection cycle. In addition, it was learned that the hydrogen peroxide level (h2o2) is checked every day. However, it was also reported that the check is not performed during week ends and this is not in accordance with device instruction for use which prescribes to drain water tanks in case the h2o2 check is not performed daily. It is likely that the deviation from the instruction for use regarding h2o2 daily monitoring may have led/contributed to the reported contamination. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova has been informed a 3t device contaminated by mycobacteria. During the investigation of a livanova complaint relevant to a 3t heater-cooler contamination, livanova was informed of previous other events of device contamination occurred on the same device. However, those previous events had never been reported to livanova. Separated complaints have been created to capture previous device contamination events and are being reported separately. There was no patient involvement.